Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the error message appeared on the morning of ¿(B)(6) 2015¿. The patient does not administer medication to manage his diabetes. He did not make any changes to his usual diabetes management regimen as a result of obtaining the alleged error message. He reported, also on the morning of (B)(6) 2015, developing symptoms of ¿sweating¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the test strips were in good condition and the patient¿s process for testing was correct. The cca walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged error message appeared.